Manufacturer narrative:
(B) (4): evaluation results: death, migration, endoleak. Disease progression and aortic neck dilatation and angulation. Another manufacturer's graft. Evaluation conclusion: another manufacturer's graft. Disease progression and aortic neck dilatation and angulation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 57 months ago. Aneurysm and vessel morphology at the time of implant are unk, other than that the aortic neck was approximately 22 mm in diameter. It was reported that the pt returned for a follow-up approximately 1 month ago, and the CT demonstrated that the stent graft had migrated approximately 20 mm distally, resulting in a type I endoleak. At the time of the migration, the aortic neck was angulated 20 degrees and reverse funnel-shaped, ranging from 23 mm in diameter at the renal arteries to 24 mm in diameter at 15 mm below the renal arteries. The cause of the migration was attributed to disease progression with aortic neck dilatation and angulation. The physician elected to intervene by implanting another manufacturer's graft, which successfully resolved the migration and endoleak. Approximately 3.5 weeks after the intervention, the pt presented emergently with abdominal pain and a ruptured abdominal aortic aneurysm, as the other manufacturer's graft had fallen completely out of the aortic neck; the pt then expired on the operating table. No further information has been made available.